Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed the system was unable to boot. Upon troubleshooting, the rse connected with biomed and found that there was no power going to the system. To resolve the reported issue, the biomed shut system down to wall breaker and powered on from wall breaker to system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.